Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred and pump screen went black. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 90 to 100 mg/dl range.